Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a ventricular tachycardia (vt) ablation procedure. Following the procedure, the automatic setup process was completed. The device automatically chose alternate as the sensing vector; however, it was noted that alternate sensing vector did not pass in the upright posture/position. It was noted that primary sensing vector did pass in all postures/positions, so the device was manually programmed to primary sensing vector. The company representative contacted technical services (ts) to inquire why the device would choose a sensing vector that didn't pass all postures/positions. Ts reviewed a copy of stored device data and noted that evaluation of alternate versus primary showed that the two vectors were very close in the overall scoring. Ts discussed that primary seemed appropriate, and no further action was needed for the device. Additional information was received that this device exhibited oversensing of a tachycardia that was below the programmed therapy zone, which, resulted in delivery of an inappropriate shock. The shock converted the rhythm. The device also stored a couple of untreated episodes that were requested to be reviewed by ts. Ts reviewed the stored untreated episodes and noted oversensing of either atrial flutter or myopotential oversensing of left arm movement, perhaps while the patient was brushing their teeth. No programming recommendations were made. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.